Event description:
This report is based on information provided by philips (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating the failure during charge/shock test. There was reportedly no patient involvement. The rse evaluated the device remotely during which the repair quote was offered, however the customer refused it. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused service quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.